Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. Analysis has not yet been completed to determine if the device can be implanted. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Initial reporter information (section e) was updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported code 1003.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. Analysis has not yet been completed to determine if the device can be implanted. Additional information received from the field representative revealed that the memory dump for this device was sent in a pen drive to boston scientific technical services to perform data analysis but it was not received, therefore analysis could not be performed. There was no patient involvement. The information provided was not sufficient to allow determination of an specific cause. Subsequently, the device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003 during pre-implant interrogation, indicative for voltage too low for remaining capacity and presumed to be exposure to cold weather. Analysis has not yet been completed to determine if the device can be implanted. Additional information received from the field representative revealed that the memory dump for this device was sent in a pen drive to boston scientific technical services to perform data analysis but it was not received, therefore analysis could not be performed. There was no patient involvement. The information provided was not sufficient to allow determination of an specific cause.